Manufacturer narrative:
The subject device was evaluated and the customer allegation was not confirmed. The reported issue was not confirmed. The device functions properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "push the video connector into the camera control unit until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor, so that no image could be displayed." Reference page 22 as per IFU. " if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece reference page 29 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor image. The issue occurred during reprocessing. Another camera was used to complete the procedure with less than five minutes delay to retrieve it. There were no reports of patient or user harm associated with this event.